Event description:
The customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
No ge service performed. A ge representative contacted the customer and assisted in determining which fuse to replace. The customer replaced the fuse. System operates as intended.